Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death and it was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a complete device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.